Manufacturer narrative:
Product has not been returned to 3m for analysis. 3m¿ is unable to verify the leak, identify exact location and root cause without the sample. Based on problem description it is most likely a solvent bond leak. Lot hx8598 was manufactured prior to corrective action implementation. 3m¿ will continue to monitor.

Event description:
A hospital alleged 3m¿ ranger¿ high flow disposable set, model 24355 leaked on two sets at the y connector. No injury was reported.